Manufacturer narrative:
.

Event description:
On (B)(6) 2015 it was reported that the physician was having communication issues where the serial cable had to be held tightly in one position in order for the handheld to work. It was unclear how long it had been occurring, but would give intermittent communications. The handheld and serial cable were returned for product analysis on 10/21/2015. Product analysis is still underway and has not yet been completed.